Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : d314trg ICD implanted 2012-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular lead was oversensing activity before and after the r waves. The patient was noted to be very sick, intubated and had small intrinsic r waves; the lead was sensing the r waves properly. The lead remains in use. No patient complications have been reported as a result of this event.